Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Event log was reviewed and confirms the abrupt loss of power.

Event description:
On 11/09/2023, infutronix received a report that a pump will not shut off. Device was returned for evaluation.